Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged presence of black particles in the device. No medical specified medical intervention has been reported at this time. A third-party service center evaluated the device, and no particles were found within the air path. The device was corrected during the evaluation.